Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 326 mg/dl and a bolus was delivered. Cause of bg was not known. System check with tandem technical support found small air bubbles in the tubing and due to being in a different time zone, the pump time was incorrect. Customer corrected time and primed the air bubbles out of the tubing.